Manufacturer narrative:
The internal sheath resectoscope 22fr 8675322, batch # 1511896 was manufactured on 02/jun/2022. The batch consisted of (B)(4). No issue was identified during production and no further complaints were received from the reported batch.

Event description:
The user facility has informed richard wolf gmbh of an issue regarding an internal sheath resectoscope 22fr, part ID: 8675322, lot # 1511896. According to the received information, the ceramic sheath tip (part ID: 8675322) came off in a patient during a procedure. The broken part was retrieved. The user informed that there were no negative consequences for the patient, user or third parties.